Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a surgeon monitor was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the surgeon monitor of the navigation system was flickering. There was no patient present at the time of the issue.

Manufacturer narrative:
The monitor of the navigation system was returned to the manufacturer for evaluation. Testing found that the monitor would flicker when connected to a known operational navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.